Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse conducted performance verification testing (pvt) on the device, all tests passed. (B)(4).

Event description:
Covidien received info from a customer in the USA stating that while in use on pt a pb540 ventilator generated a device alert. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event. The exact date of the event is unk.